Event description:
It was reported that a cartridge alarm 29 and cartridge alarm 30 occurred during the load sequence with multiple cartridges. Customer's blood glucose level ranged 100-110 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.